Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 580 mg/dl. Insulin was squirting out during the manual prime process. The motor slowed down and the numbers ramped up on the screen. An infusion set change resolved the issue. The device was not returned.